Event description:
The pt underwent coronary angioplasty. The cardiologist attempted arteriotomy closure with a techstar 7 fr pvs device. One needle did not present properly during deployment and could not be removed. Backdown was not successful. The pt was sent to surgery to remove the device. The pt did fine after the surgery.